Event description:
Product analysis (pa) was performed on the returned generator. Although the reported allegation of ¿painful stimulation¿ cannot be evaluated in the (B)(6) laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. This was successfully verified in the (B)(6) lab. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The reported allegations of ¿magnet activations exceed magnet swipes¿ was not duplicated in the (B)(6) lab. In the (B)(6) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet function and output for the programmed settings. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 2.864 volts as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 81.274% of the battery had been consumed. There were no performance or any other type of adverse condition found with the pulse generator. Additional information was also received from the physician's office noting that the battery was replaced as it was found to be low.

Event description:
Information was received from the or support specialist that the patient reported electrical shocks in the neck and ear area with around 10-15 shocks from (B)(6) 2019 to (B)(6) 2019. This was indicated to have been reported to the nurse practitioner who found that the pain was correlated to magnet swipes; however the patient indicated that they did not perform these magnet swipes. No further shocks have occurred since august. An implant form was also received indicating that the patient underwent a prophylactic battery replacement. The generator that was explanted was received into product analysis and analysis is currently underway.

Manufacturer narrative:
Initial reporter name and address - correction - inadvertently did not put the patient as the initial reporter instead of the case manager on the initial MDR submitted. Initial reporter was the patient.

Event description:
It was reported by the case manager that the patient was being referred for replacement due to prophylactic reasons. She indicated, per the patient¿s mother the patient has been experiencing random pain shooting up her neck. They took note of time and duration of pain. When speaking with the neurologist, it was noted that the pain coincides with magnet swipes even though the magnet was not being used and patient was not near the magnet. Per the patient's mother, the physician informed her that it may be due to the device approaching end of service so that battery will be replaced. Clinic notes received for the patient were reviewed indicating the pain near the neck was periodic and found to align with magnet activations. There was one instance where the patient was in bed and nowhere near the magnet. This was stated to be occurring intermittently. The patient¿s device was checked and impedance was noted to be within normal limits. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. No surgical intervention has been reported to date. No additional relevant information has been received to date.